Manufacturer narrative:
The field service engineer (fse) performed a visual inspection of the device, and it was determined that the reported issue was due to malfunction of paddle. The paddle was replaced, and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was determined to be due to a malfunction of the paddle. The root cause of the paddle defective could not be determined. The reported problem was confirmed.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device intermittently showed paddle disarmed. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.